Manufacturer narrative:
Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device was not yet returned to the manufacturer.

Event description:
The manufacturer was notified on (B)(6) 2014 that the mitroflow device was explanted after 3.3 years. The valve was symptomatic with severe ai and as. The valve details (model and serial numbers) were provided on (B)(6) 2014. Note: re-sending this initial report to rectify the above-mentioned date when valve details were provided to sorin. From: (B)(6) 201 (typo error) to: (B)(6) 2014 (correct date).